Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
See d1, d4 expiration date, h4, h10 and h11.